Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal hysterectomy procedure in 2001 and suture was used to close the vaginal cuff. The patient presented with unresolved pain. In 2002 the patient was re-operated on to remove any visible suture. Patient has been evaluated by numerous specialists. Diagnosed with radicular neuropathy and symptoms are unresolved to date. No additional information has been provided.